Event description:
It was reported during the patient's trial procedure, the physician had difficulty accessing the epidural space. It was also reported the patient experienced pain during the procedure which worsened afterwards and was accompanied by numbness in the lower extremities. Additionally it was reported that as of (B)(6) 2013, the patient had been admitted into the intensive care unit it is unknown whether the trial lead(s) was explanted or not the day of the procedure. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.